Event description:
The facility representative reported an overdelivery of heparin involving a colleague triple channel pump. The infusion pump was initially set in guardian mode for 500 ml for 18 units per kilogram. When the nurse returned two hours later to check in on the patient, the bag had 300 ml left. The infusion was stopped, and the patient was immediately taken off of heparin. The facility then ran the heparin through the pump again without the patient to test its functionality, only to notice that even after reprogramming it to the original settings, the pump reverted back to 220 ml per hour. An incident report has been filed, however, the contact is unaware of the patient's current condition. The contact was unable ot provide information concerning the heparin, other than it was mixed in the bag in the pharmacy. This device utilized user interface module master software version unremediated. No additional information is available at this time.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.